Event description:
Total (left) knee replacement [total knee replacement]. Low kidney function [function kidney decreased]. Case narrative: initial information received on (B)(6) 2019 from united states regarding an unsolicited valid serious case received from a patient. This case involves an (B)(6) years old female patient who had total (left) knee replacement and low kidney function, with the use of medical device hylan g-f 20, sodium hyaluronate (synvisc one). The patient's past medical history included severe arthritis. The patient's past medical treatment(s), vaccination(s) and family history were not provided. On an unknown date in 2014, the patient received hylan g-f 20, sodium hyaluronate at 6ml once (indication and batch: unknown) in both her knees. On an unknown date in 2016, patient underwent total (left) knee replacement (latency: few years). She further reported that she also had low kidney function (latency: unknown) and could not take nsaids for her severe arthritis due to this. The patient had continued to received the hylan g-f 20, sodium hyaluronate every 6 to 9 months in her right knee and was advised by her physician to not take the medication twice a year. Corrective treatment: not reported. Outcome: unknown for both events. Seriousness criterion: required intervention for total (left) knee replacement; medically significant for both events a product technical complaint was initiated on (B)(6) 2019 for synvisc-one. Batch number: unknown global ptc number: (B)(6). The product lot number was not provided; therefore, a batch record review is not possible. Based on lack of information provided, no CAPA is required. It was the requirement to review all finished batch records for specification conformation prior to release. Any out of specification result is identified and mitigated through the ncr process. Sanofi global pharmacovigilance and epidemiology continuously monitors adverse event reports with or without lot numbers and assesses possible associations with their corresponding product lot, as part of routine surveillance effort to detect safety signals. This review did not indicate any safety issue. Sanofi would continue to monitor adverse events to determine if a CAPA was required. Additional information received on (B)(6) 2019. Investigation summary received and ptc results added. Text amended accordingly.